Event description:
Customer reported a no delivery alarm. The blood glucose reading is 131 mg/dl. Customer states that insulin is not existing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.